Manufacturer narrative:
Implanted date - approximately (B)(6). The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty approximately six months prior to having a revision surgery. The revision procedure was performed on (B)(6), 2010 due to loosening of the tibial tray. The bone cement had not adhered to the implant.

Manufacturer narrative:
Evaluation of the returned component found it exhibited scratching and wear marks. The superior surface shows areas of what could be burnishing from contact with the bearing. There are some shiny scratches leading from the inferior base plate and going down the stem. No bone cement residue was observed on any surface. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty approximately six months ago. Subsequently, the patient was revised on (B)(4), 2010, due to loosening of the tibial tray. The bone cement had not adhered to the implant.